Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on december 12, 2018, it was reported that the unit was not feeding through. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a meshgraft ii ratchet handle for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was january 5, 2016 where it was reported that the handle was not working and the ratchet gear, pin and comb were replaced. This is not a related issue. As noted on november 8, 2017 per clifton pereira, qa/ra compliance manager, australian repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the australian repair database and should be documented within the complaint investigation. Product review of the skin graft mesher by zimmer biomet australia on january 21, 2019 revealed that the pre-test could not be performed due to the bent comb. The handle that was returned was for a meshgraft ii and should not be used with the skin graft mesher. Repair of the skin graft mesher was performed by zimmer biomet australia on february 8, 2019 which included replacement of the washers, shoulder bolts, cap nuts, comb and handle. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was not feeding through. Event occurred during surgery. Alternative device was used to completed the surgery and there was a delay of unknown length. No additional adverse events were reported.